Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that thrombus formation was observed when the patient presented for unrelated bacteremia. The lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an unrelated device change-out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician elected to leave the lead implanted, and continued to use it with the new device.